Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to an additional issue that was found (damaged usb pins).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had not been using the pump for the past few months and after turning the pump back a malfunction alarm occurred. Customer reported blood glucose level was 159 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.